Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. During a visual inspection of the device; it was observed that the a-rubber was ruptured. The device was unable to pass the leak test due to damage. The bending section was found detached at the distal end. No additional information has been obtained. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that the bending section cover burned/melted around the instrument channel outlet at the distal end of the scope. The issue occurred during reprocessing, the scope covering 'blew apart' after being reprocessed with the cap on. No patient involvement was reported. There were no injuries reported due to this issue. No additional information has been obtained.